Manufacturer narrative:
No technical root cause could be determined. A potential contributing factor could be related to an incorrect selection of doctor seating position may result in a wrong displayed axis shown in the overlay and could lead to the reported problem. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a case of oblique astigmatism post cataract procedure. The reporter indicated the image guided system recommended axial placement was off alignment and did not correct the cylinder power. Reporter indicated the intraocular lens (iol) was rotated three days later, and patient is doing well.